Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had white floating particles. This was found after being compounded with saline. There was no patient involvement, and no additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection on the unit noted white particulate matter, approximately 0.30 square mm in size, in the fluid of the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.